Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The patient reported that an information power on reset (por) code was seen. The patient reported that he was planning to go see a manufacturer¿s representative (rep) on (B)(6) 2017 since he was seeing ¿poh¿ on the patient programmer screen. The patient was assisted in successfully clearing the por. The patient reported that he was now able to turn stimulation back on again. The patient also reported that he had neck pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that lead to the power on reset (por) and back pain was that it quit working. The patient reported that he called and his problem was fixed. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he got his unit threw the va and had an appointment and decided not to wait and called the manufacturer. The patient reported that he called the manufacturer and got a hold of a nice young lady and she fixed the problem and was very nice. No further complications were reported.